Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited high out-of-range shock impedance measurements at routine follow-up. A revision procedure was subsequently performed wherein the lead was surgically abandoned in addition to a new device implanted. No adverse patient effects were reported.